Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for normal follow-up and was asymptomatic. Review of the egms showed non-sustained rv oversensing and suspected myopotential. The oversensing was reproducible. Programming changes were made.